Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated from the cartridge due to the patient line being pulled. A new cartridge was successfully loaded onto the pump and insulin deliveries were resumed. Customer's blood glucose level was 131 mg/dl.